Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results that were generated by the access 2 instrument. The customer indicated that they have been obtaining sporadic erroneously high accu tnl results for the last six months. The customer indicated that some of the accu tnl results repeat in the normal/negative range. The actual results were not supplied. Based on available information, many of the erroneous results were reported out of the lab. No additional information regarding this event was provided by the customer. The customer indicated that there was no change in pt treatment that can be attributed to or conneted with this event.